Manufacturer narrative:
The report of low flow alarms was confirmed through the analysis of the submitted system controller log files. The log files contained approximately 76 minutes of data, spanning from 12oct2017 10:28:48 to 12oct2017 11:44:32 and a short span of low flow alarms were captured at 11:44:16. A specific cause for these alarms could not be conclusively determined. The patient remains on going on vad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the clinic for a routine follow up. The patient complained of dyspnea on exertion, dizziness, and weight gain. The patient reported almost falling due to weakness. During the exam, the patient was found to be hypotensive (map 64), the pump alarmed with a low flow alarm and the patient had a loss of consciousness and tonic clonic jerking lasting seconds. Post ictal with not remembering what happened. IV fluids were started, and the patient was sent to the emergency department to be admitted for evaluation. No further information was provided.